Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06086, 2938836-2019-06088. It was reported that during a routine follow up, the device was found to be in back up mode. The patient was asymptomatic. During the procedure, both the ra and rv leads were found to have had an insulation breach at the suture sleeve site. The leads were capped and replaced on (B)(6) 2019. The device was explanted and replaced. The patient was stable before, during, and post procedure.